Event description:
It was reported, the pt is no longer receiving effective stimulation and is experiencing pain near his lead incision site. An sjm rep met with the pt and reprogramming was unable to resolve the issue. The pt's physician indicated the lead may have migrated and recommended revision surgery to address the issue. The pt does not want to undergo revision surgery to reposition the lead and is requesting his scs system to be removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.